Event description:
Information was received from a patient receiving intrathecal clonidine, bupivacaine, and dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the patient stated that they had a "medial branch block" on the 11th and her medication was increased. On the 17th, the patient had an magnetic resonance imaging (MRI) and the "technician" was unable to get the pump to "work again" so the patient waited in the facility for "4 hours" and the pump was "still stalled." The patient stated that the pump came back on at night "about 7 hours after the MRI." The patient stated "since those 2 occurrences" the patient had been experiencing "strange sensations" in their head and "increased problems" in their legs. Patient was "not sure" if they were getting "too much" medication or if they had "more stenosis at a different level." Patient stated they "do not know" what was causing the "strange sensation in their head" and the "worst problem in both of their legs" and it was "getting worse and worse." Patient mentioned that sometimes they felt like they were "going to pass out" and they had been "staying in bed most of the time." Patient had not been able to "get ahold" of their doctor and did not have an appointment until this coming monday. Patient was redirected to their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.